Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported a poor communication screen on their patient programmer (pp); meaning was reviewed. Prior to calling, the patient said they replaced their batteries. The patient had their pp and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. Patient added they haven't checked their device since implant. They also added that they had a colon surgery last summer ((B)(6) 2018) for colon cancer and they didn't turn their stimulation off (cancer and surgery is not related to device/therapy). They also said they checked the implant themselves six months ago, but doesn't remember what their settings were. As a result of what was reported, an email was sent to repair. In addition, the caller was redirected to their healthcare provider (hcp) if they are still unable to connect with the replacement antenna. The patient also added that they've had a return of symptoms and increased bladder infections since the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 37092, serial# unknown. Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. A power on reset (por) was reported by the patient. When asked if they had any recent environmental exposure, the patient reported that yes, they had an unrelated surgery in (B)(6) and the next morning after surgery, the went into atrial fibrillation (a-fib), which was also unrelated to the device/therapy and as a result they were shocked about 8 times. The patient was re-directed to their health care physician (hcp). There were no symptoms and there were no further complications reported.